Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient's controller would not turn on. The patient put new batteries in the remote and the healthcare provider replaced the batteries but the controller will not turn on. The caller stated that she attempted to press the power button on the front of the remote but the screen does not turn on. The caller stated that the patient knows how to use the remote but it won't work. The caller then stated that the patient's stimulation is not working and he has a "bad sensation" on his right side. The caller was calling to find out what physician or healthcare provider she could refer the patient to because they were attempting to contact the patient's managing doctor but he was not responding. The bad sensation was on the right side and was reported to be a sudden or gradual change in therapy/symptoms. No further complications were reported or anticipated with this event.